Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned from a funeral home after removal for cremation with no information. Information identified in the manufacture's data base indicated the patient died approximately six months post implant of the ipg three years ago. A cause of death has been requested and not be received.